Manufacturer narrative:
Additional information received reported that the doctor's name is (B)(6) and her address is (B)(6), including a phone number of (B)(6). Also, the patient is a (B)(6) year old female. It was also reported that the implant date was (B)(6) 2016. In addition, there was no incision enlargement or vitrectomy performed. However, a capsular rent (tear) was reported to have happened, but when it happened was not provided. No additional information was provided. Age/date of birth: (B)(6). Gender/sex: female. If implanted, give date: (B)(6) 2016. (B)(6). Device evaluation: the product was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. If implanted, give date: unknown, information not provided. Initial reporter name: unknown, contact name not provided. (B)(4). An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zct525 15.0 diopter intraocular lens (iol) would not center properly. The doctor tried rotating the iol, but decided to explant the lens on (B)(6) 2017. Another lens, same model and diopter did not work, so the doctor replaced the lens with a non-amo anterior chamber iol. No additional information was provided.